Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported via device tracking "as "capsular contracture", baker grade not specified; baker grade unknown against right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade 3-4. Device has been explanted and discarded.